Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks during an episode due to noise and oversensing while the patient was at the chiropractor using transcutaneous electrical nerve stimulation (tens). The s-ICD system remains in service. No adverse patient effects were reported.